Manufacturer narrative:
The devices are being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02151 and 02152) submitted for devices related to the same patient.

Event description:
It was reported from (B)(6) by medical personnel that a patient experienced power switching. The batteries were exchanged with no reported consequences or impact to the patient. No additional information was provided. Investigation ongoing.

Manufacturer narrative:
Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. (B)(4) - battery / catalog number 1650de / expiration date 10/03/2015. Returned on (B)(4) 2015. (B)(4). Analysis of (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. (B)(4) - battery / catalog number 1650de / expiration date 10/03/2015. Returned on (B)(4) 2015. (B)(4). Analysis of (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. The most likely root cause of the reported power switching event may one battery with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02153 and 3007042319-2015-02152) submitted for devices related to the same event.